Event description:
The customer contact reported a leak. On an unspecified date, the customer contact reported leakage on the cassette. No specific details were provided. No info was provided if the leak occurred during or prior to pt use; however, the customer contact indicated there were no reported adverse pt effects and no reported delay of critical therapy. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. Investigation is not complete. Documentation received from the international affiliate indicate that info on reprocessing of the device is unk.